Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer called olympus representative for light bulb part number due to lamp would not light up; the lamp life meter showed it only had 300 hours on it. The customer was provided with the lamp part number maj-1817 and was told where the instructions are for changing the lamp. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer indicated that the device will not be returned as they will resolve the issue themselves. The customer was unable to identify when the issue occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.